Event description:
This complaint is reportable based on the analysis completed in 12/2005. It was reported that during a coronary drug eluting stenting treatment procedure, the stent delivery system was stuck in the guide catheter. The pt arrived through the ER with an acute mi. A thrombus was discovered in the 80% stenosed, moderately tortuous, non calcified proximal circumflex artery causing a total occlusion. Percu-surge was used to successfully treat the thrombus. The physician inserted a taxus express2 3.0x24mm drug eluting stent through the xb 7fr cordis. When the stent delivery system was inserted, it was stuck in the catheter. The stent delivery system could not be removed, so the whole system was removed form the pt. The procedure was completed with another taxus stent. No pt complications occurred. Pt status is satisfactory.